Event description:
It was reported that a mildly tortuous, mildly calcified right coronary artery lesion was dilated with a non-abbott balloon and a promus element (3.75-15mm) stent was implanted. During post-dilatation a voyager nc (3.75-15mm) balloon ruptured at 12 atmospheres (atm). The voyager nc was removed and there was no further post dilatation attempted. There were no patient effects and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route. Guide cath: camino jr4. Stent: promus element 3.5-20. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.